Manufacturer narrative:
H3: product analysis: part # 7480109; lot # sw20b80 visual and optical inspection confirmed the tip of the mas driver appears to be from torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif for central stenosis thoracic spine. It was reported that the tip fell off. Whatever piece locks it in place was missing. Product will be returned. There were no patient symptoms or complications reported as a result of this event.